Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1998, the pt underwent a primary right l4-l5 spinal root decompression. On first event date, the pt presented with recurrent disc herniation. The investigator noted the event as severe in intensity. Physician ordered an MRI which showed recurrent disc herniation on the right l4-l5 and prescribed surgery performed in 1999. The condition was reported resolved with treatment the next day. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted post-operative risk complication as a possible cause for the event. On second event date, the pt presented with headaches. The investigator noted the event as mild in intensity. Physician ordered a change in medications, discontinuing vicoporfen and changing to talwin nx, as treatment for the condition. The condition was reported resolved with treatment the next date, the investigator noted this event as unrelated to the administration of adcon-l. The investigator noted drug interaction as a possible cause for the event.